Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed due to lack of lot identification. Attempts have been made to gather all product identification information, and no further information has been provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the threaded shaft does not enter the modular inserter. The tip is chipped. No patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4) g2 foreign: canada. Attempts have been made to gather all product identification information, and no further information has been provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.